Event description:
Per the clinic, the patient developed an infection at the implant site, subsequently the device was explanted (B)(6) 2011, and the patient was implanted on the contralateral side with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.